Manufacturer narrative:
Follow-up # 2 ¿ (06/02/2014).the patient¿s meter has been returned on 2/11/2014 and evaluated by lifescan product analysis on 5/22/2014 with the following findings:error message 4 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/07/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch verioiq meter was prompting an ¿error 4¿ message when she was attempting to test her blood glucose. According to the ot verioiq owner¿s manual, an error 4 indicates that (1) there was not enough blood or control solution was applied or more was added after the meter began to count down (2) the test strip may have been damaged or moved during testing (3) the sample was improperly applied (4) there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 10:45 (unknown am or pm) she felt dizzy and fell down. The patient reported attempting to test on the subject meter at 11 and obtained the error 4 message. The patient reported on (B)(6) 2013 at 11:05 she had dextrose as treatment. The patient reported using a set dose of insulin to manage her diabetes. It is unclear if she made any changes to her usual diet, activity level or medications on the day of the alleged issue. At the time of troubleshooting, the cca determined this was not the first time the meter had been used. The cca noted the patient¿s test strips were in good condition. The test strip reportedly completely drew in the sample. However the cca was unable to resolve the alleged issue with a retest. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.